Event description:
It was reported the patient presented remotely via merlin.net with bradycardia. Review of the transmission revealed non-sustained right ventricular oversensing alerts on the implantable cardioverter defibrillator for electromagnetic interference that was oversensed and triggering pacing inhibition and tachycardia binning. No changes or interventions were performed. The patient was in stable condition.